Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After evaluating the instrument data, the tsc determined the cause for the discordant troponin ultra (tni ul) result was due to user error, system wash 1 solution contamination. The system was de-contaminated and performing within specification. There were no reports of a system malfunction. No further evaluation of the device is necessary.

Event description:
A discordant false positive troponin ultra (tni ul) result was obtained on one patient on an advia centaur xp instrument. The customer noted the patient was hospitalized, though without supporting evidence as to how that occurred. There are no reports of adverse health consequences or specific patient intervention due to the discordant tni ul result.